Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. This report is for one (1) unknown olecranon plate. The original implant procedure occurred on an unknown date. The 510k#: unknown, as specific part and lot numbers for the complainant plate were not provided. Revision procedure that the patient elected to undergo (reasons unknown). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an elective hardware removal procedure of the right elbow on (B)(6) 2015. During the procedure, the head of one of the 2.7mm variable angle (va) locking screws stripped. The surgeon cut the head off of the screw in order to remove the plate; the shaft remained in the patient. Four (4) other locking screws and the plate were successfully removed. Additional intraoperative x-rays were taken and a thirty (30) minute delay was noted. This report is for one (1) unknown olecranon plate. This report is 1 of 3 for (B)(4).